Event description:
Customer called for assistance using the standard strip. Troubleshooting by phone revealed the valve of the standard strip to be out of range. The device was replaced and the defective one returned for investigation.